Manufacturer narrative:
Conclusion the complaint can be verified. Result vibrator: e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected. Display: the display is broken (black spot) due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts.

Event description:
Patient reported receiving an e7 (electronic error) message on the infusion device four times in the last two weeks. Patient stated changing the battery and the battery cover did not remove the e7. On (B)(6) 2013 preliminary evaluation found black spots on the display and several e7002 was found in the history. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.